Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that "the thermogard system did not recognize the air trap" was confirmed during functional testing and the system's event log data review. The root cause of the reported complaint was the defective air trap sensor block due to an overflow of saline into the console's air trap holder, likely caused either by a defective suk or attributed to user mishandling. During device inspection, traces of dried saline were observed inside the console's air trap holder and in the drip pan. However, no documented complaint was found for a leaking start-up kit (suk) reported by this customer. During visual inspection, no physical damage was observed on the thermogard console. The system's event log data was reviewed and revealed "alert_saline_empty" error messages which had occurred before the reported event date. This alert occurs if the saline level is low in the air trap while the thermogard system is in standby mode. That would suggest a leak in the system, which was not reported by the customer. As the saline dried over time, it affected the functionality of the air trap sensors. Eventually, the defective air trap sensors failed to detect a full air trap when inserted into the console, confirming the reported complaint. The initial functional test failed as the thermogard system could not recognize the full air trap chamber, confirming the reported complaint. During device inspection, dried saline traces were observed on the air trap sensor block, causing the sensors to malfunction. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
Upon initiation of an ivtm therapy, the thermogard xp ivtm system (s/n (B)(4) did not recognize the air trap. The customer immediately used another thermogard console to complete the treatment. No consequences or impacts on the patient.